Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the device was placed in a simulated body temperature environment. The device showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances.

Event description:
The explanted generator was not discarded and was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Implant and warranty registration card were received indicating the patient received a full revision due to high impedance. During the surgery, the lead tubing was found to have been compromised and the wire was out of the tubing. The lead was then replaced. The high impedance due to the lead damage has been reported in MFR report # 1644487-2020-00064. Several diagnostics tests were performed with the new lead and previous generator, however high impedance was still seen. A test resistor was used on the generator and system diagnostics showed high impedance 4 times. It was indicated by the sales representative who was present at the surgery that the proper kit that contained the hex screwdriver to be used on the vns generator was not used. The surgeon used a different hex screwdriver that was normally used for pacemakers. The pacemaker screwdriver had to have a plastic part ripped off in order to be used on the vns generator. After using this to remove the screw and tighten the new lead/test resistor they continued to see multiple high impedance readings. The surgeon allowed the sales representative to go and get a vns kit that contained a proper hex screwdriver meant to be used on the vns generator, however after using it there was still high impedance. It is suspected that at the pacemaker hex screwdriver may have damaged the screw on the generator as it had been used multiple times prior. A new generator was then used with the new lead and lead impedance was within normal limits. The hospital the explant took place discards all explants, therefore it not available for return. No additional relevant information has been received to date.